Manufacturer narrative:
The company rep verified in the service diagnostics that the iabp had an "electrical test failure code #58 (power-up vent test failed)" and had shut down. Iabp also showed a "purge cycle time out code #62". The k6a valve (0119-00-0170), drive transducer (0682-00-0076-01) and front end board (0670-00-0668e) were replaced. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that in the process of switching from the hospital cs300 to their csi00 used for air transport, he received an "electrical test failure code #58 (power-up vent test failed)". After booting up the iabp several times, he continued to receive a "maintenance required code #2" (drive transducer offset failure) message. When attempting to start the pump, he received an autofill failure alarm. No patient injury was reported.